Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analyzed. No anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that due to patient anatomy the lead could not be implanted. The lead was attempted and not used. No patient complications have been reported as a result of this event.